Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that patient's incisions were getting infected and that they had been trying to manage the infection on their own by changing the bandages. It was later reported patient was having surgery, but was unable to elaborate why. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient did not have an infection and only had incisional redness. The patient did not report fever, pain, or tenderness to their healthcare provider (hcp). The patient had full implant procedure done and is reported to be doing very well with no problems. There were no further complication reported or anticipated.